Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience sierra everolimus eluting coronary stent system, instructions for use(IFU)as known patient effects. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, three xience sierra stents (2.5x38mm, 2.5x18mm, 2.5x15mm) were implanted in an unspecified artery. On (B)(6) 2018, the patient was re-hospitalized with angina and thrombus was noted and aspirated from a vessel. There was no adverse patient sequela and the patient was discharged. No additional information was provided.